Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000450, serial/lot #: unavailable. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they adjusted the outgoing value from the ps1-board to 15v (before 4,8v). They performed a system checkout and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 [pe: 703329408, salesforce: 00672779] (for, uf, rep): medtronic received information regarding an imaging system. It was reported outside of a procedure that the system would beep and then the scan could not be performed. No patient was present at the time of the event.